Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 450 mg/dl and 500 mg/dl. Customer's current blood glucose was 203 mg/dl to 244 mg/dl. Customer treated high blood glucose with manual injection and insulin pump. Customer stated symptoms related to high blood glucose that was they were feeling sick. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that the insulin pump was under delivering the insulin. Customer stated that the drive support cap was slightly intended. Customer stated that the insulin pump was not functioning properly. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.